Manufacturer narrative:
The company service representative examined the system. And replicated the reported event of the touchscreen issue. The nonconforming liquid crystal display (lcd) was replaced to resolve the issue. The company service representative did not replicate the reported event of the lamp not being bright. The xenon lamp was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of touchscreen can be attributed to the nonconforming liquid crystal display (lcd). The reported event of the dim illuminator was found to have no problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top lamp on the system was not bright. Additional information has been requested.

Manufacturer narrative:
The front panel display was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned front panel display was installed in a calibrated system and tested. There was no nonconformities observed. The reported event was not replicated. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).